Event description:
Pt underwent placement of a groshong catheter in the right subclavian vein for chemotherapy access. Due to mechanical difficulties pt was readmitted for removal and replacement of groshong catheter. The catheter was leaking air into the port since insertion in 2003.